Manufacturer narrative:
The event date is an approximation as the customers stated about a week ago from aware date. Model number provided is for toothbrush handle. The incident occurred on the sonicare for kids brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the sonicare for kids brush head had two (2) tufts of bristles fall out in their child's mouth and cause a choking sensation. The bristles were spit out.